Event description:
It was reported that the patient had an MRI on 2014-(B)(6). The MRI followed all precautions. Since the patient had the MRI the settings seemed to be different, amplitudes different, stimulation on was making the patient¿s feet feel ice cold. No falls were reported. The stimulation was really in her feet and it wasn¿t before. The patient wasn¿t sure if she had changed the settings or if something else was going on. Number 1 was not really doing anything and number 2 was providing all the power. The patient had an appointment scheduled on 2014-(B)(6). No diagnostic testing or troubleshooting was performed. The patient¿s status at the time of report was alive with no injury. All of the impedances were within normal limits. The patient was reprogrammed and had coverage in their low back and bilateral legs as needed. The patient was doing very well.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).